Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frozen screen. The customer¿s blood glucose was unknown. The customer stated that when they rewind the insulin pump it sounds louder than before and it got random and unexpected no insulin delivery. Customer also stated that if insulin pump got cold in snow then it got fuzzy. The insulin pump will not be returned for analysis.